Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the sensor intermittently works when the cable is bent/moved. No known impact or consequence to patient.